Event description:
It was reported that the pulse generator exhibited a short longevity projection; (B)(4) . The device image showed low impedances, varying from 0.135 ohms to 0.0006 ohms, despite the high current drain. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor.